Event description:
Pt came for outpatient surgery for insertion of dorsal column stimulator. In postop clear fluid (cerebrospinal) was noted to be leaking at the barrel site of the catheter. The physician was called and removed the catheter. He stated that there was a seal missing from the catheter. Pt was admitted and observed for three days due to leak and to be treated for headaches.